Event description:
A surgeon reported that he had to explant an intraocular lens (iol) because it had a linear scratch on the posterior surface of the lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary - the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).